Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the ccd unit failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the disconnection of the cable unit or the connection of the video connector to an uncertain video processor. It is needed to handle the camera cable of the subject device so that they are not subjected to strong bending, twisting, or other forces. Also, when connecting with the video connector to the video processor, need to insert it horizontally until it feels like a click. Also, it is needed to make sure that there is no foreign matter attached to the video connector contact area. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed in checks before the unspecified procedure. The occurrence date of the event is unknown. There was no patient injury associated with this report.